Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following the percutaneous peripheral intervention (ppi) in the superficial femoral artery (sfa) lesion via right common femoral artery (cfa) puncture using crossover technique, an 8f angio-seal sts plus was selected for use. It was reported that a pre-angiogram revealed a cfa puncture with a 5.0mm lumen diameter. There was a lesion in the vessel adjacent to the puncture site. One day later, the pt's dorsalis pedis was impalpable. The skin color of the affected lower extremity had little color. About 75% stenosis was observed at the puncture site, and the angio-seal was surgically removed. Surgical sutures were placed to close the artery and hemostasis was achieved. Five days later, the pt was discharged from the hospital with no further complication.